Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the pacing of right ventricular lead, complete heart block was observed. The patient was externally paced temporarily until the intrinsic rhythm returned.